Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the teflon pad detached and the distal tip of the probe was burned. It was also found that the outer sheath of the insertion section was loose and buckled.

Event description:
It was reported that during an unspecified procedure, the device was not working properly. There was no patient injury reported. No additional information was provided.